Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. The biomed reports to baxter that the pump was brought to their department with the reported failure, but it is not known if the pump was hooked up to a pt when the failure occurred. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event.